Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had their device and lead removed a few years ago, but did not have an exact date. The patient stated it just didn't work for them and the battery died within a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.